Event description:
A report was received that the patient had been experiencing difficulty charging the ipg. The patient gained weight (not device related) and appeared that the ipg was too deep. The patient had the entire system explanted and is reportedly doing well.

Event description:
A report was received that the patient had been experiencing difficulty charging the ipg. The patient gained weight (not device related) and appeared that the ipg was too deep. The patient had the entire system explanted and is reportedly doing well.

Manufacturer narrative:
The explanted device was not returned to bsn because it was discarded by the medical facility. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.